Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 29-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that device was processing slow. The technical support specialist (tss) dialed into the device and server. After dialing into the device and confirming no slowness during login, medapp debug logs were reviewed, showing normal authentication times. Data synchronization logs indicated no retry or manual recovery was required, though there was a database access failure noted. The tss then dialed into the server for further checks, and applied knowledge article "medstation es - facility sync settings are blank" and sent an update email to customer. Later, customer confirmed that the issue was resolved by the local technician, and the case was closed. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary device was processing slow. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.